Event description:
The customer reproted that the pump was not beeping. Run self-test and the device does not have an audible tone.

Manufacturer narrative:
Device was received with no audible tone due to bent transducer springs. However, unit passed bolus and occlusion tests.